Event description:
During an attempt to implant a wiktor stent in a small circumflex vessel the physician experienced difficulties advancing the stent to the target lesion. The guide wire was withdrawn which prevented using the recommended procedure for withdrawing the stent. The pt was sent to CABG surgery and is fine post op.